Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its t2 post-deployment position indicating multiple trigger advancements. The condition of the device indicates the trigger was prematurely advanced multiple times during t1 deployment causing the deployment of t2. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscal repair, t1 and t2 implants of the fast-fix 360 were simultaneously deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.